Event description:
Info was received from the provider that the enclosure of the device appears to have been damaged. The pt was using the device at the time of the reported incident, however, there was no reported pt harm. The device was evaluated and thermal damage was discovered on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.

Manufacturer narrative:
Na